Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was observed to have blood ingression and visual summary analysis of the lead indicated damage at implant. Lead was returned damaged with the outer insulation cut, extrinsic and blood ingression. Otherwise, there is nothing wrong with lead. (B)(4).

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was attempted and not used as it was seen to torque laterally and was unstable. Another lead was successfully implanted. No patient complications have been reported as a result of this event.